Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin@home transmission showing non sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. On (B)(6) 2021, programming changes were made. The patient condition is stable. Device remains implanted.